Event description:
Patient with a history of mrsa lifesite infection was admitted to the hospital with a series of infections and hematomas associated with the access device. Infections were treated and pt was discharged.